Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Hybrid analysis found the battery depletion was due to a leaky c12 ceramic capacitor. Computed tomography scanning of c12 revealed evidence of a curved fracture crossing electrode plates. Silver migrating from the electrodes is known to fill this type of fracture and provide a conductive path (short) between the electrodes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion, could not be interrogated and was not pacing at the programmed rate. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.